Manufacturer narrative:
The fse reported a third party serviced the ventilator and replaced the power supply. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device cannot boot up. The customer reported there was no patient involvement.